Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Visual examination revealed the basket was returned in an open position. Functional inspection found the thumbwheel was able to move freely in both directions; however, the sheath did not move over the wire and the basket was not able to be opened or closed. The device was disassembled and found the sheath and pull wire were broken near the handle cannula. The broken portion has evidence of torsion and bending. Based on all available information, the failures of the sheath and pull wire being broken could have been generated due to the handling and manipulation of the device during preparation. The broken section has evidence of torsion and bending which indicates that attempts were made to rotate the basket by using the knob on the handle with the basket being held stationary. Continued attempts to actuate the handle or force applied to the handle/sheath could result in the issue of sheath torn and impacting the performance of the basket generating the reported complaint issue of basket failure to open. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during preparation, the optiflex basket was tested. The basket was found to have opened and closed at first but it failed to open on the second time. The procedure was completed with another optiflex basket. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Investigation results revealed that the pull wire is broken; therefore, this is now an MDR reportable event. Please see for full investigation details.